Event description:
It was reported that a pump was programmed to deliver a secondary and subsequent primary infusion of IV fluids and an antibiotic medication. The customer stated that the pump delivered the primary and secondary medications simultaneously. When the device was replaced by another pump but utilized the original IV set, the primary and secondary medications infused correctly.

Manufacturer narrative:
(B)(4). The customer did not return the device involved in the event to sigma therefore no evaluation can be performed. If the device is returned in the future, an evaluation will be performed and a supplemental report will be submitted. Additional info obtained from the customer suggests that the user identified the event directly after the initial programming of the primary and secondary infusions. The customer has also communicated that at the time of occurrence, closed clamps were identified on the IV line. Known conditions resulting in flow from the primary container during a secondary infusion segment include an inadequate height differential between the primary and the secondary IV containers, or a high flow rate (typically above 300 ml/hr). The spectrum operators manual recommends the primary IV container be placed 20 inches below the secondary IV container to provide a gravity advantage that allows flow from the secondary IV container only, and warns the user of the possibility of primary IV container siphoning with flow rates above 300 ml/hr.